Event description:
The facility reported a colleague infusion pump with "duplicated messages on main display." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with duplicated messages on main display was confirmed and reproduced. The cause of the reported condition was determined to be a faulty main display- the display is showing a double image. The main display was replaced to fix the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.